Event description:
Customer reported that the eds system was originally placed in 2007. It was replaced two weeks later due to infection. The following week at 2:30am the nurse noticed that there was no reading. After trouble shooting she noticed the stop clock was broken and the tubing had been broken by the stop clock. The entire system changed. Patient was taken to x-ray and the x-ray confirmed the patient had air in the ventricles. The patient status is stable.

Manufacturer narrative:
Codman has received the product for evaluation. Upon completion of the evaluation, a follow up report will be filed.